Manufacturer narrative:
Cooper surgical inc. Is currently investigating the reported complaint condition. The actual device involved in the complaint cannot be returned because it was discarded by the user. Once the investigation is completed and a follow-up report will be filed. (B)(4).

Event description:
On (B)(6) 2018, (B)(6) medical received 3 cases of the patient infection after the surgery using the cpo-6 from one hospital. Hospital name: (B)(6) hospital; lot numbers and the surgery dates: 247608 - (B)(6), 248879 - (B)(6) / (B)(6); ( 1 each). The surgeon is the experienced doctor both on the surgery and the product. The reason of the infection is suspected both from the product or in-hospital reasons. In order to clarify the root cause, hospital is requesting to certify that the product was properly sterilized. The used products are discarded. The other items of these lots are brought back to ken medical. The used products ( on recall ) were well inspected and the pouch problem was not observed.

Manufacturer narrative:
Investigation x-initiated manufacturer's investigation x-no sample returned x-review DHR *analysis and findings similar to complaint (B)(4) *was the complaint confirmed? No reviewed DHR for lot wo# (B)(4) and there were no issues identified either during processing in facility nor at sterilization performed at steris under po lot # 145298 in jul 2018. The certificate of processing at steris for the sterilization lot #145298. There were no non-conformances. However, since this lot was produced using pacmed sealer and 100% inspection for seals performed with tool after sterilization, in response to CAPA 719 and 196 units were released for shipment after completion. Per communications within it is clear that the product at ken medical was tested and the test results came up negative for sterility tests. Below are the statements quoted from this communication "based on the request from the hospital, ken medical performed the sterility test on the products of the lot numbers of 247608 and 248879. Today the result was reported to be negative. In the meantime, the other incident ( infection ) was found at the same hospital with the different lot number. From that, ken medical suspects that the root cause of this incident is not derived from products." The two year complaint history shows no issues related to seal compromise or open packages. This report is being submitted as part of a retrospective review of our reportable events, please be aware it occurred in 2018.

Event description:
On 19th october 2018, ken medical received 3 cases of the patient infection after the surgery using the cpo-6 from one hospital. Hospital name: (B)(6) hospital lot numbers and the surgery dates: 247608 - 25th september 248879 - 1st october / 3rd october ( 1 each) the surgeon is the experienced doctor both on the surgery and the product. The reason of the infection is suspected both from the product or in-hospital reasons. In order to clarify the root cause, hospital is requesting to certify that the product was properly sterilized.